Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the mega needle driver instrument to perform failure analysis. The instrument was found to have a broken grip at the grip base. A piece approximately 7.42mm x 3.21mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned with the instrument. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that during central processing, the jaws of a mega needle driver instrument were misaligned. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragments fell into patient's anatomy. The damage to the instrument occurred outside of a surgical procedure.